Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 15.5 mmol/l (system 1) and 7.8 mmol/l (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. We obtained additional information that a 2nd vial of aviva strips (unknown lot) were used. The blood glucose result of 15.5 mmol/l was obtained with (strip lot 497352) and the result of 7.8 mmol/l was obtained with the unknown lot. The caller reported that there was no allegation against the reading of 7.8 mmol/l. Caller felt this reading was correct. Test strips from both vials have been discarded; therefore, no product could be requested to be returned for product evaluation.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 15.5 mmol/l (system 1) and 7.8 mmol/l (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.